Manufacturer narrative:
A ge service rep performed an on site investigation. The connection to auxiliary motherboard and motherboard were reseated. A table calibration was performed. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed an error code message and thereby failed to operate. No report of pt injury.